Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to noise and high impedance. There were no additional adverse patient side effects reported. Should additional information become available, this report will be updated.